Manufacturer narrative:
Patient information was requested but has not been provided. Lot number and device manufacture date were not provided. A medtronic representative reported that it was not known whether the probe was bent during use or was it bent prior to navigation. No further information was available regarding patient and/or event details. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spine procedure a thoracic probe tip was bent. The procedure was completed using navigation with no patient impact.

Manufacturer narrative:
Device lot number now provided. Device manufacturing date now provided. Medtronic investigation of returned suspect probe finds that the probe has nicks at the tip of the probe and impact damage at the back end of the probe. The probe was inserted into a tracker and was rough inserting the probe. The reported event was confirmed to be caused by physical damage to the probe tip. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.